Manufacturer narrative:
At the completion of the complaint investigation, based on the available information, the clinical evaluation was able to confirm the reported event. The clinical evaluation additionally found evidence to reasonably suggest the following contributing factors to the reported event; off label use, dual angulation in combination with the absence of an abdominal aneurysm, patient anatomy, mechanical difficulties, unsuccessful deployment, and foreign body retention. The review of the manufacturing lot confirmed all devices met specifications prior to release. The returned device evaluation was also able to confirm the reported event. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event at this time. Correction: conclusion codes and device codes updated based on device evaluation.

Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device has not been received.

Event description:
During the initial deployment of a bifurcated stent graft on (B)(6) 2016 the physician had difficulty deploying the stent. The physician performed troubleshooting steps and still was not able to complete the initial implant of the bifurcated stent. When attempting to deploy the ipsi lateral limb the inner core of the device broke and detached from the delivery system. The patient had blood loss and damage to the aortic vessel wall. The physician elected to explant the device and completed an open repair of the aneurysm. The procedure was completed and there have been no additional adverse events reported for this patient.